Event description:
Procedure: diagnostic laparoscopy. Allegedly, the pt sustained a laceration to their right iliac artery, resulting in paraesthesis, numbness and weakness in their right leg and foot.